Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line) and system error 2367. This event occurred during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The technical service representative (tsr) determined that the patient had an unused supply line clamp open. The tsr assisted the patient in clearing the alarm and the patient restarted therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer-reported 2240 alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.